Manufacturer narrative:
G4:08jun2021. B4:30jun2021. The product support was recommending to the customer ordering the power switch overlay or the front bezel assembly. Multiple attempts were made to obtain further information regarding the device repair information. To date, no further details have been received. The service history record was reviewed, and no repair information was found.

Manufacturer narrative:
Date of report: 20may2021. There was no patient involvement.

Event description:
The biomed reported an alarm led failed diagnostic error code. The customer reported that the unit was not in use on a patient. The biomed contacted product support and confirmed the alarm led diagnostic failure code in the significant event log. The customer reported they also need a rear bezel assembly and software version 3.00. The product support provided the customer with the part identification for the front and rear bezel assembly. The customer was recommended to order the power switch overlay or the front bezel assembly.